Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 due to a high blood glucose level of 358 mg/dl. Customer run out of infusion set and had to go to the hospital to get prescription for supplies. Customer took manual injection while at home. The customer was not wearing the insulin pump for less than 48 hours at the time of the ER visit. Troubleshooting was not performed on why the insulin pump may not be giving no delivery alarm. The insulin pump was not replaced or returned for analysis.